Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The medtronic representative replaced the batteries. The replaced batteries were discarded on site and therefore unavailable for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the x-ray batteries' charge was low during a planned maintenance (pm). No patient was present during the time of the reported incident.